Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: this handpiece was received for evaluation and the reported problem was unable to be confirmed during testing. Further investigation found that this failure has the potential to cause the handpiece to run on its own. An investigation remains in process for this failure mode.

Event description:
It was reported that this battery handpiece started to run on its own, sitting on a counter in the sterile processing department. There was no report of injury or surgical involvement with this event.